Event description:
A complaint was received from a customer that indicated that customer's glucometer dex system was reading higher than expected. Customer reportedly obtained a blood glucose reading of 161 mg/dl. About two hours later customer went to the hospital where a blood surgar was taken with a result of 57 mg/dl. (Method unknown)-- no medication. Customer was detained at the hospital for about 2 hours where customer was adminstered glucose that brought customer's blood glucose up to about 400 mg/dl. While on the phone electronic checks were performed and were satisfactory. The customer was using dex sensor lot number 1a595aa, expiry dated 08/01. A request was made to return the system for eval.